Manufacturer narrative:
Customer service sent replacement parts/accessories to the customer and she was advised to charge her pump for 24 hours. In follow up, the customer indicated that her pump had no vacuum, first on one side, then on both sides when she attempted double pumping. She developed mastitis and was under the care of an obgyn physician and admitted to the hosp. She was started on a course of antibiotic treatment and sent home the next day. She took the full course of antibiotics and is now fully recovered. Her lactation consultant encouraged pumping and massage to help in treatment. The replacement parts did not resolve the suction issue, so a replacement pump was sent o the customer and a request was made for the customer to return the original pump. The original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ("Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that the suction on her breast pump was low and she developed mastitis in one breast for which she was prescribed an antibiotic.